Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus france (ofr). Following additional high level disinfection at ofr, the subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for unspecified bacteria (>56cfu/100ml).the subject device tested positive for unspecified bacteria((>59cfu/100ml) again in the additional microbiological test by the facility. The subject device had been disinfected with peracetic acid. There was no report of patient infection associated with the event.